Event description:
It was reported that an embolization coil implant was placed and detached, but when the microcatheter was attempted to be removed, the implant, which was supposed to have detached, stretched and came along with microcatheter. To retrieve the coil, the implant was captured using a snare through the microcatheter. The entire coil was removed from the patient. Another coil was used to continue the procedure, which was successfully completed. The patient's condition was reported to be "no health damage."

Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but it has not yet been returned to the manufacturer. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.